Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. The echelon stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The revision operative report documents: ¿there was severe metallosis around the capsule. There were signs of severe osteolysis behind the cup with metallosis that had destroyed most of the bone. There was a large hole measuring 3 cm x 5 cm behind the socket that led directly into the pelvis. There was severe destruction of osteolysis into the pubic symphysis and to the ischium.¿ it is also documented that the patient had a fall, off a ladder approximately 2 months prior to the pain and loosening in his right hip. In conclusion, the clinical information provided, of the elevated metal ion levels, metallosis; periprosthetic osteolysis; and mechanical loosening may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It is also unknown if the reported fall contributed to the loosening and increasing the micromotion thus the metal debris. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: relevant tests/laboratory data and concomitant medical products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed. Right hip. Metallosis, periprosthetic osteolysis and and mechanical loosening reported. Elevated cobalt and chromium. Femoral stem retained.

Event description:
It was reported that revision surgery was performed.